Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that drive support cap was protruding and loose. Customer¿s blood glucose value was 537mg/dl. Customer was assisted with troubleshooting and customer stated that they were unable to exit the "preparing to prime" loop. Customer was advised to treat as per healthcare professional¿s instructions. Insulin pump will be returning for analysis and replacement pump will be sent.

Manufacturer narrative:
The device alarmed motor error during the basic occlusion test due to cracked end cap. Unable to confirm low reservoir alarm due to motor error alarm. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, cracked case reservoir tube window corners and minor scratches on display window noted. The drive support cap was inspected and no anomaly was noted.